Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840006545, 510k #k091974 and UDI #(B)(4) was cleared in the united states. (B)(4).  Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a the patient underwent posterior lumbar interbody fusion and on an unknown date post-op, pain and numbness were observed in the patient. It has been reported, a revision surgery was performed to re-fix because of suspicion of infection and l5 pedicle fracture. The fixation range was extended to s1/s2.